Event description:
The medical professional reported that an error message was received to lower output current, and when trying to perform system diagnostics error code 254 was seen. Multiple communication troubleshooting steps were performed but she continued to get the error. A device reset was performed which resulted in a low impedance warning and error code 4. The patient just had generator replacement a few weeks prior and had been experiencing painful stimulation thus she had been inhibiting stimulation with the magnet for most of the time. The patient stopped feeling the painful stimulation on 9/10. The internal data was reviewed and it was determined that the patient was in a stim inhibited state during interrogation, indicating that the reed switch of the generator was closed even though a magnet was not present. They tried rapidly swiping the magnet over the generator but this did not resolve it. Patient came in a week later and said she was feeling stimulation every few seconds but it was not painful. The device was still showing low impedance. Based on the available information, the patient is not receiving stimulation, so it was likely related to patient physiology that she thought she was feeling stimulation. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The most likely potential contributors identified were extended exposure to external magnetic fields leading to sticking of the reed switch blades as well as magnetic field remanence effects of the nickel elements of the battery allowing sufficient residual magnetic field to hold a reed switch in a closed state even after removal of the external field. Additionally, based on prior similar events on older model ipgs, mechanical trauma that affects reed switch gap spacing is considered an additional possible contributor. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's generator was replaced. The explanted generator has not been received for analysis to date. No further relevant information has been received to date.

Event description:
Product analysis was approved on the generator. In the pa lab, the device output signals were monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. The generator showed signs of variation in the output and magnet signals after the magnet was applied to the pulse generator. The magnet was applied to the pulse generator for approximately 35-minutes and then removed from the pulse generator. After the magnet was removed from the pulse generator the outputs (output or magnet) did not resume, indicating a closed reed switch. Prior to the magnet being applied to the pulse generator, the output signals demonstrated the expected level of output and magnet currents. A comprehensive automated electrical evaluation showed that the device did not perform according to functional specifications. The reed switch was removed from the pulse generator pcba. It was subjected to a functional test and performed according to functional specifications. When a magnet was applied to the reed switch (s1), for approximately 30 seconds, the reed switch (s1) continued to perform according to functional specifications. This implies that the battery posts were probably holding a magnetic charge which kept the reed switch closed, which may have been the contributing factor for the reported reed switch failure. No further relevant information has been received to date.

Event description:
The generator was received, but product analysis has not been completed to date. No further relevant information has been received to date.

Manufacturer narrative:
B5: corrected data, supplemental report #1: inadvertently stated that the suspect product had not been received to date. D6: corrected data, supplemental report #1: inadvertently noted that the device was not available for evaluation. H3: corrected data, supplemental report #1: inadvertently noted that the device was not returned to MFR. H6: corrected data, supplemental report #1: inadvertently used method code b17 although the device had been returned.